Event description:
A surgeon reported that during intraocular lens (iol) implantation, the haptic stuck to the edge of the lens which was noted after insertion. Teh first day postop the lens was slightly decentered nasally, but the pt's visual acuity was 20/25. Additional info has been requested.

Event description:
Additional information was provided by the reporting surgeon. The pt's visual acuity (va) prior to the intraocular lens (iol) implantation was 20/200 (3/12/2001). The pt's va after the implantation was 20/20 - (6/19/2001). Pt is presently doing well.